Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2019, the patient started noticing that they were having trouble recharging; it was taking a long time to recharge the ins, and couldn't get the charge past 25%. It was noted that the lightning bolt was not present in the top left corner of the controller. The patient's programmer indicated the ins needed to be recharged. The patient met with the rep on (B)(6) 2019 and confirmed that the recharger was able to get 8 coupling bars. No symptoms were reported. It was confirmed that the ins had not gone into over discharge before, and the ins was palpable. The antenna locate (al) feature was used and the following results were obtained: 54-56-94 (off patient) and 52-84-94 (on the ins). The rep did not have an extra recharger to use for troubleshooting, so it was advised to have the patient try recharging past 25% using the best location provided by the al feature. The rep explained that they would have the patient contact patient services for further troubleshooting and possible replacement of their recharger. No further complications were reported or anticipated.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was not taking a charge. They were initially getting 8 bars coupling but then it went down to 0, and this was not resolved by trying to move/reposition the antenna and refresh the recharge session. The patient had lost some weight, but reported that the ins still felt secure in the flank area, and there were no error messages seen on the insr. Usually, the patient gets 8 bars of coupling and is able to sustain them. While meeting with a manufacturer representative, they discussed the patient had 0 coupling bars and was still currently discharged. Multiple attempts were made to recharge the ins with 0 coupling and 3 minutes of total charge time with 2 minutes of poor coupling. No further complications were reported or anticipated.

Manufacturer narrative:
Date is an estimate (year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.